Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc could not boot up. During troubleshooting, fse found that there was a problem with the battery on the main chassis and motherboard of the host pc. Fse replaced the host pc mother board battery which is nothing but the complementary metal oxide semiconductor (cmos) button battery. After replacement of the (cmos) button battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system (host-pc) could not boot up. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the cell battery of the host-pc. The device was returned to expected functionality.